Manufacturer narrative:
Product manufacturing site updated due to receipt of the serial number. Manufacturer report number corrected and reported under 9612169-2019-00324 complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received indicating the lens remains implanted and the patient's condition is good.

Manufacturer narrative:
The product was not returned for analysis. The file states the use of a viscoelastic which is not qualified to be used with associated iol/cartridge combination. The root cause for the reported complaint could not be determined as no sample was returned for analysis. Additional information was received stating the use of an unqualified viscoelastic combination, which is a possible root cause for the complaint. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, after the lens was implanted into the capsular bag, a plaque appeared on the posterior capsule of the lens. With difficulty, the surgeon washed the lens. A crack was also observed on the back surface of the lens. Additional information has been requested.